Event description:
It was reported that the pump exhibited an "air in line" alarm. Per reporter patient did not observe air in the tubing and patient stated tubing was threaded through the air detector. Per reporter patient subsequently tapped the bottom of the pump on a hard surface, reattached the cassette and restarted the pump. The pump continued to alarm with a "service due" message. It was reported that the rate was 2.6 ml/hr, the reservoir volume was 18.7 ml and 229.3 was given. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The most probable cause for an air in line alarm is a faulty air detector sensor. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.